Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were two (2) large volume folfusors that did not infuse medication to the patient. The devices were found to be full and had not infused over a 23-hour period. This was observed during patient infusion. The devices were filled with flucloxacillin 12g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: may 28, 2022 - may 29, 2022. H10: two (2) devices were received containing 162ml and 208ml of fluid in the respective bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on each device and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.